Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after initially receiving the pump, the customer connected the pump to a power source however, the pump was unable to be powered on. The customer¿s blood glucose level was not impacted, as the pump was not being used on the patient at the time of the event. Reportedly the customer had an alternate pump for insulin therapy.